Manufacturer narrative:
The dates of the events are unknown; however, the article was submitted for publication on june 20, 2022. Therefore, the 'submission for publication date' was used as the occurrence date. This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-18649, 2015691-2023-18648, and 2015691-2023-18650. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. Per the article, the clinical trial began enrolling in 2017, therefore the possible devices associated are as follows: edwards sapien 3 transcatheter heart valve, edwards sapien 3 ultra heart valve, and edwards sapien 3 ultra resilia heart valve. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relative patient and procedural factors were not provided. However, could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Article reference: van belle e, debry n, vincent f, kuchcinski g, cordonnier c, rauch a, robin e, lassalle f, pontana f, delhaye c, schurtz g, jeanpierre e, rousse n, casari c, spillemaeker h, porouchani s, pamart t, denimal t, neiger x, verdier b, puy l, cosenza a, juthier f, richardson m, bretzner m, dallongeville j, labreuche j, mazighi m, dupont-prado a, staels b, lenting pj, susen s. Cerebral microbleeds during transcatheter aortic valve replacement: a prospective magnetic resonance imaging cohort. Circulation. 2022 aug 2;146(5):383-397. Doi: 10.1161/circulationaha.121.057145. Epub 2022 jun 20. Pmid: 35722876; pmcid: pmc9345525. H3 other text : article reporting, no indication of device return

Event description:
As reported, through review of medical article "cerebral microbleeds during transcatheter aortic valve replacement: a prospective magnetic resonance imaging cohort", corresponding author dr. Eric van belle, the following events were identified as pertaining to an edwards device: two patients with an unknown sapien valve presented ischemic stroke post-procedure.